Event description:
It was reported via medwatch form 3500a that a hemodialysis (hd) patient experienced a reaction to the optiflux f180nre dialyzer during hd therapy. The patient arrived for their initial outpatient hd treatment on (B)(6) 2025, and their pre-treatment vitals included: blood pressure = 161/87, pulse = 70, respirations = 18, temperature = 98.7. The treatment was initiated at approximately 14:13 utilizing an optiflux f180nre dialyzer. Following initiation, the patient quickly became flushed, diaphoretic, vomited, and was complaining of chest pain and shortness of breath (dyspnea). The patient was treated with zofran (route, dose, frequency not provided) and benadryl (route, dose, frequency not provided), and at 14:29, the patient¿s blood pressure = 83/62, pulse = 72, and epinephrine (route, dose, frequency not provided) and solumedrol (route, frequency, dosage not provided) were administered. The treatment was terminated at 14:49 and 911 was activated. The patient was transported by emergency medical services (ems) to the hospital for further evaluation. Post-treatment vital signs included: blood pressure = 101/65, pulse = 76, respirations = 18, and temperature = 98.7. The report stated the patient¿s use of an optiflux f180nre dialyzer was discontinued and added as an allergy. The patient returned to the outpatient hd clinic on (B)(6) 2025 for their scheduled hd treatment. The patient¿s optiflux 180nre dialyzer was changed to a gambro revaclear 300 dialyzer without any further issues. The dialyzer sample was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to two approved temporary deviation notices (dns) reported on each of the thirteen identified lots, and one lot had a non-conformance which resulted in rework. They were unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of a dialyzer reaction, characterized by chest pain, dyspnea, diaphoresis, and vomiting, which required the early termination of treatment, the administration of several rescue-based medications, and hospitalization. The definitive cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity/allergic reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect or damage was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 180nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic reaction, the patient¿s positive response to utilizing the gambro revaclear 300, and no sample available for manufacturer evaluation, the optiflux 180nre dialyzer cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported via medwatch form 3500a that a hemodialysis (hd) patient experienced a reaction to the optiflux f180nre dialyzer during hd therapy. The patient arrived for their initial outpatient hd treatment on (B)(6) 2025, and their pre-treatment vitals included: blood pressure = 161/87, pulse = 70, respirations = 18, temperature = 98.7. The treatment was initiated at approximately 14:13 utilizing an optiflux f180nre dialyzer. Following initiation, the patient quickly became flushed, diaphoretic, vomited, and was complaining of chest pain and shortness of breath (dyspnea). The patient was treated with zofran (route, dose, frequency not provided) and benadryl (route, dose, frequency not provided), and at 14:29, the patient¿s blood pressure = 83/62, pulse = 72, and epinephrine (route, dose, frequency not provided) and solumedrol (route, frequency, dosage not provided) were administered. The treatment was terminated at 14:49 and 911 was activated. The patient was transported by emergency medical services (ems) to the hospital for further evaluation. Post-treatment vital signs included: blood pressure = 101/65, pulse = 76, respirations = 18, and temperature = 98.7. The report stated the patient¿s use of an optiflux f180nre dialyzer was discontinued and added as an allergy. The patient returned to the outpatient hd clinic on (B)(6) 2025 for their scheduled hd treatment. The patient¿s optiflux 180nre dialyzer was changed to a gambro revaclear 300 dialyzer without any further issues. The dialyzer sample was not available to be returned for manufacturer evaluation.